Event description:
Information received indicates during a preventive maintenance check, the technician found the ground resistance reading on the bed was out of normal range.

Manufacturer narrative:
The technician isolated the issue to the power cord plug. He replaced the power cord plug to repair the bed.